Event description:
Pt was receiving pt controlled analgesia (morphine) via the pump. The pump appeared to be functioning properly. The read-out stated the pt received 6 mg of morphine and she actually received 45 mg. The pt became confused and difficult to arouse. Respirations slowed to 6. Four ampules of narcan were administered over a 28-minute period. Pt returned to baseline and there were no long term effects. Investigation of the incident revealed that the cassette was not loaded correctly. The pump does not diagnose this problem and therefore did not alarm. An anti-siphon valve is included in the tubing set to prevent free flow/overdose. The valve was not added to this tubing. Facility has contacted MFR who was aware that this could occur and they have provided with new tubing with pre-attached valves and a newly designed cassette which greatly reduces the risk of loading cassettes incorrectly.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-94. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed. Results of evaluation: design - inadequate, design - human factors. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service, inserviced by manufacturer/distributor representative, other. Invalid data - on device destroyed/disposed of status.